Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 814:01 occurred on channel a. It is unknown if there was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:01 that occurred on channel a was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries resulting from use/user error. The main batteries and harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.